Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message while wearing the adc freestyle libre sensor. Customer further reported she experienced diaphoresis, dizziness, "comfition", shortness of breath, seizure and lost consciousness. Customer was seen at the emergency room and received unspecified treatment by hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "scan again in 10 minutes" message while wearing the adc freestyle libre sensor. Customer further reported she experienced diaphoresis, dizziness, "comfition", shortness of breath, seizure and lost consciousness. Customer was seen at the emergency room and received unspecified treatment by hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.